Manufacturer narrative:
The retained samples of the complained lot have been inspected visually and tested electrically. They failed the electrical tests. Both groups of samples failed the electrical tests. The root cause of this defect is still under investigation. However, in the course of the investigation concerning MDR 8020045-2015-0048, it was recently determined that several models sharing a certain design and manufacturing process have a high probability to develop a defect. We have therefore decided to perform a recall of these models. Based on this determination we have reevaluated this complaint and do now believe it is linked although it was not initially obvious. We have therefore decided to report this incident. Any further findings in the investigation will be reported as follow-up reports to MDR 8020045-2015-00048 only.

Event description:
On (B)(6) 2015, we have been informed about an incident involving ECG electrodes. The customer complained that lot code 40417-0327 is leaving a lot of artifact. The distributor stated, "no harm or risk was involved to the patient. No further treatment was needed. Another lot number of the w60 was used without any problem.